Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. Corrected data: 2 previously reported events are included in this follow-up record. Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 1 event was not confirmed during testing; however, the device was found to be affected by a worn rotor. Additional information: for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 48 </noe> malfunction events in which the device reportedly overheated. 14 events had patient involvement with no patient impact. 32 reported events had no patient involvement or patient impact. 2 events had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Forty-eight events were reported for this quarter. Forty-six devices were received for evaluation. Six events were duplicated. The event was not confirmed during testing for 40 devices; however, the devices were found to be out of specification. Twenty-seven devices were found to be affected by corrosion. Nineteen devices were found to be affected by wear. Two devices are available for evaluation but have not yet been received. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 48 malfunction events in which the device reportedly overheated. Fourteen events had patient involvement with no patient impact. Thirty two reported events had no patient involvement or patient impact. Two events had no known patient involvement; no known patient impact.